Event description:
It was reported the hemostasis valve did not function properly. No additional info is available at this time.

Manufacturer narrative:
The returned introducer was received with a confirmed leak at the valve. Additional testing revealed the cause of the leak was a puncture hole in the top half of the two part seal that was made by a sharp object. The hole was consistent with the shape and size of a needle. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. Date report submitted to FDA by manufacturer: 07/16/2010. Date the initial reporter provided the info to the manufacturer: (B)(4) 2010.